Manufacturer narrative:
During analysis, a failure event was observed. Final analysis found two external insulation abrasions breaching the outer insulation at 4.4-4.7 and 14.6-15.0 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.